Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that patient has had some skipped beats and dizziness recently due to some lead noise on the rv. Isometrics in office didn't show anything until he crossed his left arm over his body. Lead measurements are all fine and steady. Will leave rvac on but decrease rv sensitivity.